Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving duramorph (1 mg/ml at 0.2882 mg/day) via an implanted pump. It was reported that during the refill appointment on (B)(6) 2025, the physician was unable to interrogate the pump. Flipping of the pump was suspected at that time. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was scheduled for a pocket revision on (B)(6) 2025. Additional information was received on june 26, 2025, at which time it was reported that the pump was found to be flipped in the pocket. The pump was returned to the correct position and secured with prolene sutures.